Event description:
The customer reported via phone call that they received a button error alarm. Customer stated the insulin pump was functional before they went to bed. The customer reported their act button was not functional after the button error alarm occurred. The customer's blood glucose was 230 mg/dl. The customer could not recall any significant events leading to the alarm. Customer noted the keypad issue when attempting to bolus. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced and they agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. However, no button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.